Event description:
Customer description: male white donor is tested with hea beadchip and shows discrepant results at jkb. Bioarray event description: customer, (B)(6) reported that donor was typed jkb (neg) with hea1.2 beadchip lot 21-283-c in 2022 and the donor was typed jkb (neg) again with hea 1.2 beadchip lot 24-046-c in (B)(6) 2025. Serology with two different vendors and fluogene molecular typed jkb (+) in (B)(6) 2025.

Event description:
Customer description: male white donor is tested with hea beadchip and shows discrepant results at jkb. Bioarray event description: customer, policlinico milan reported that donor was typed jkb (neg) with hea1.2 beadchip lot 21-283-c in 2022 and the donor was typed jkb (neg) again with hea 1.2 beadchip lot 24-046-c in jan 2025. Serology with two different vendors and fluogene molecular typed jkb (+) in (B)(6) 2025.